Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. MDR 2518422-2022-03473 is the original report associated with this device. A duplicate report has been submitted in error for this device under report MDR 2518422-2021-08444. This follow-up report is being filed for awareness of this duplicate report. A correction report MDR 2518422-2021-08444-1 has been filed for awareness about the duplicate report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have lung cancer. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.